Event description:
It was reported that during a training/demo, the 30-degree endoscopes horizon was skewed when it was in a position that should have been centered. The vision tower displayed that it was not centered. When trying to use instruments, they responded by going in opposite direction than intended. A backup endoscope was used to complete the training/demo. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The endoscope had an attached endoscope adapter (aea) friction issue.